Event description:
Hosp reported when inflating a balloon catheter with an inflation device, the gauge needle jumped to 28atm. They had to manually deflate the balloon with a 10cc syringe. The procedure was finished successfully. There was no pt injury or complications.